Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): damage to proximal conductor consistent with damage by a mechanical heart valve, and there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, the outer insulation was breached and had a depression and there was blood in/on the helix/lobe mechanism; full lead returned and analyzed. (B)(4): all conductors fractured (overstress), the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, the outer insulation was breached and had a depression and the lead was stretched; the analyst noted that the lead damage was consistent with damage by a mechanical heart valve; full lead in segments returned and analyzed.

Event description:
It was reported that the right atrial lead had high impedance, no capture, and a lead fracture. It was also reported that the right ventricular lead was oversensing. Both leads were explanted and replaced. No patient complications were reported as a result of this event.